Event description:
It was reported that a customer is having concerns with upstream occlusion alarms on the spectrum infusion pump and air trapped in IV sets. Any pt injury or involvement is unk. This is a general concern and no specific device has been correlated to this complaint.

Manufacturer narrative:
Manufacturer ref: (B)(4). A device was not returned to baxter for eval and therefore an eval could not be completed. If a device is returned, an eval will be completed and a supplemental report will be submitted.